Event description:
Patient was reported to have passed away. Further information was received that the patient passed away due to an unknown reason and that the patient's family was not going to proceed with an autopsy. No other relevant information has been received to date.

Event description:
It was later reported that patients device is available for return and will be sent back for product analysis. The device has not been received to date. No other relevant information has been received to date.